Event description:
It was reported the patient experienced a ventricular tachycardia (vt) storm. As a result, the device delivered many high voltage shocks and antitachycardia pacing. A charge time out was observed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.